Manufacturer narrative:
Results: the introducer sheath was re-loaded backwards onto the ruby coil pusher assembly with the embolization coil hanging out of the tip of the introducer sheath. The embolization coil was detached from the pusher assembly inside the introducer sheath. During functional analysis, the embolization coil was stuck inside the introducer sheath friction lock and could not be advanced out of the backwards-loaded introducer sheath. The ruby coil was detached and therefore, could not be re-sheathed. Conclusions: evaluation of the returned device revealed that the introducer sheath was re-loaded backwards on the pusher assembly with the embolization coil hanging out of the tip of the introducer sheath. If the ruby coil is advanced into the packaging hoop instead of withdrawn during removal from the packaging, it may become unsheathed. If the introducer sheath is then re-loaded onto the pusher assembly backwards, difficulty may be experienced during attempts to re-sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While a new ruby coil was being removed from its dispenser hoop, the ruby coil became unsheathed and the hospital staff was unable to re-sheath it on the table. Therefore, the ruby coil was set aside and did not come into contact with the patient. The procedure was completed using a new ruby coil and the same lantern delivery microcatheter (lantern).